Event description:
It was reported that the insulin pump alarmed motor error and had fluid exposure. Troubleshooting was done. Customer's blood glucose was 76 mg/dl. Customer stated that the insulin pump was exposed to fluid in the past with no visible moisture. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No moisture damage on electronic assembly during our visual inspection. The motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)